Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacturer records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed a kink in the coiled wire of the guidewire near its distal end. The core wire of the guidewire appeared to be intact during tactile evaluation. A microscopic observation revealed the coiled wire at the proximal tip of the guidewire was deformed and some coils were displaced. It is possible this damage occurred during manufacturing, packaging, handling, or use; however it is not possible to determine when or where the damage took place. A lot history review (lhr) of rebw0101 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0101) have been reported from the same (B)(6) facility.

Event description:
It was reported that there were 3 cases of guide wires that had rough ends in the seldinger puncture kit and therefore the micro-introducer sheath couldn't be inserted. Due to the burr at the end of the guide wire, the micro-introducer sheath could not be successfully delivered, so new seldinger puncture sets were used. This report addresses the first device.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that there were 3 cases of guide wires that had rough ends in the seldinger puncture kit and therefore the microintroducer sheath couldn't be inserted. Due to the burr at the end of the guide wire, the microintroducer sheath could not be successfully delivered, so new seldinger puncture sets were used. This report addresses the first device.